Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she removed her reservoir from the insulin pump to inspect for air bubbles, but when she reinserted the reservoir she did not rewind the device; she wanted to know if she should have rewound. The patient's blood glucose at the time of incident was 186 mg/dl, but her blood glucose by the time she called increased to 422 mg/dl. She felt nauseated as a result of the high blood glucose. She attempted to bolus but her blood glucose only increased. Troubleshooting was not completed as the customer wanted to treat her blood glucose effectively. She removed the reservoir and rewound the insulin pump. The customer stated that she will treat her blood glucose, monitor her blood glucose, and call back if she needed to troubleshoot any issues. No products were returned or replaced.